Event description:
On (B)(6) 2011 customer reported that the dxc 800 instrument was generating "cuvette failed water blank" errors, and "concentrate reservoir not filling" errors. Customer stated that fluid was dripping from the photometer in the hydropneumatic system area. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day and found that wash probe #2 was plugged. Fse replaced the wash/vacuum probe, completed all alignments and tested quality control. No further problems were noted and repairs were verified per established procedures.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).